Event description:
It was reported that the device exhibited possible premature battery depletion during an in-clinic device interrogation. The device was explanted and replaced. The asymptomatic patient was stable post procedure.